Event description:
On a ventilator with compressor the internal compressor is designed to turn on when the external air source pressure falls below 32+1 psi. When attached to a bottled air source the pressure sensor switch will sometimes turn the compressor on and off several times in quick succession, causing the power circuit breaker to open. The problem was discovered during a routine maintenance inspection. Other suspect ventilators were tested and found to behave in the same way.